Event description:
It was reported that there was right ventricular (rv) loss of capture and more than two seconds of asystole were observed on the presenting electrogram. The patient felt that his therapy was not operating appropriately over the previous few days and correlated the change in therapy to a nerve stimulation procedure recently done by his neurologist which used a magnetic sound wave device. It was planned to continue to observe the patient and the pacemaker and rv lead remain in service. It was additionally reported that the patient was still observing episodes of loss of capture on a holter monitor. The device had been reprogrammed to a fixed output and the output was increased. The patient planned to follow-up with his normal electrophysiologist.

Event description:
It was reported that there was right ventricular (rv) loss of capture and more than two seconds of asystole were observed on the presenting electrogram. The patient felt that his therapy was not operating appropriately over the previous few days and correlated the change in therapy to a nerve stimulation procedure recently done by his neurologist which used a magnetic sound wave device. It was planned to continue to observe the patient and the pacemaker and rv lead remain in service. It was additionally reported that the patient was still observing episodes of loss of capture on a holter monitor. The device had been reprogrammed to a fixed output and the output was increased. The patient planned to follow-up with his normal electrophysiologist. Subsequently, the device was explanted and returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there was right ventricular (rv) loss of capture and more than two seconds of asystole were observed on the presenting electrogram. The patient felt that his therapy was not operating appropriately over the previous few days and correlated the change in therapy to a nerve stimulation procedure recently done by his neurologist which used a magnetic sound wave device. It was planned to continue to observe the patient and the pacemaker and rv lead remain in service.